Manufacturer narrative:
(B)(4). There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated. Based on the information received patient factors led to the event.

Event description:
Through follow up with the healthcare provider edwards learned the 29mm valve was explanted due to mitral valve endocarditis. Patient has an extensive infectious history first related to spinal fusion hardware infections approximately twenty something years ago, and osteomyelitis, mycotic splenic aneurysm, septic shock and mitral valve infective endocarditis at time of time of the 29mm valve. Patient had two blood cultures taken and one was positive for staphyloccocus epidermis and the other (B)(6). Patient reported being scratched by kitten and having a root canal performed within past month. Inspection of the 29mm valve revealed multiple vegetations. The explanted device was replaced with a 29mm mitral valve. Echo showed good cardiac function. Patient was discharged on post operative day 10.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information were unsuccessful. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Without additional information or return of the device the cause of the event cannot be determined and clinical observation cannot be confirmed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic mitral valve, implanted two years, four months, was explanted due to unknown reasons. The explanted device was replaced with a 29mm mitral valve. No additional information was provided.